Manufacturer narrative:
This report is submitted on march 22, 2024.

Event description:
Per the clinic, the patient experienced a loss of osseointegration and infection at the implant site, resulting in fixture loss (specific date not reported). Subsequently, the patient was treated with oral antibiotics for a duration of 10 days (specific date not reported) and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.